Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to sugar cap came off the end of the screw. This lead was never in service. A new lead of the same model was successfully placed. No adverse patient effects were reported.